Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed their carbohydrate ratio and correction factor ratio incorrectly. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was not impacted.